Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was confirmed to be poor during the procedure. Two clips were implanted. The third clip delivery system (cds 80307u173) was advanced to the mitral valve. The clip was deployed, reducing the mr to 3. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It was believed that some chordae may have been captured with grasping. No further treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported single leaflet device attachment (slda) in this incident appears to be due to user technique/procedural circumstances of challenging visualization. The reported foreign body left in the patient appears to be a result of user technique/procedural conditions, as the clip was deployed on some chordae. The reported poor image resolution is related to procedural condition as difficulty was experienced visualizing the clip during the procedure. The reported patient effect of failure to retrieve mitraclip nt system components (foreign body in patient) as listed in the mitraclip nt system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.